Event description:
It was reported that patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.